Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the left arm on (B)(6) 2016. Patient's mother described the skin reaction area as itching, fowl smelling, with yellow ooze that extends beyond the sensor patch area. Patient's mother said that the rash was awful and it took 6 weeks to heal. Patient's mother treats the affected area with triamcinolone cream, prescribed by the patient's dermatologist in (B)(6) 2015. Patient's mother does not recall the exact date. Patient has an appointment scheduled on (B)(6) 2016 with an allergist for patch testing. At the time of contact, patient's mother reported that the patient is doing good and is healing. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it was reported that the sensor was inserted at the arm. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.